Event description:
It was reported that the fiber cap was loose and broke off inside the pt at 10, 000 joules into the case. Through follow-up with the physician, although the method of fiber cap retrieval was not reported, it was confirmed that the fiber cap was retrieved easily without any risk to the pt. The case was completed with a second fiber. There was no pt injury.

Manufacturer narrative:
The fiber serial number was unk.